Event description:
It was reported that after an aortic valve replacement (avr) and maze procedure the right atrial (ra) lead exhibited diminished p-wave sensing as well as no capture at high output. The lead was capped and replaced. During replacement, the physician was unable to fixate the replacement lead at the target location. The attempted lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 6944-65 implantable tachy lead 2003 (B)(6); 305u223 tissue valve 2013 (B)(6). (B)(4).